Event description:
Pt nearly bled to death. He had an mi in or. Ptt was 100. Went for back surgery. Surgeon stated "pt bled from everywhere" and "it couldn't be stopped." Surgeons blamed near death from bleeding and mi on the machine. Rptr was told that extreme bleeding like this was usual and expected in cases where these machines were used but rptr does not believe it and would like to know if it's really true or not.